Event description:
It was reported that the crosslink break-off setscrew sheared off at the threads instead of the break-off tab portion. The surgeon could not remove the remaining portion of the setscrew to remove the crosslink and had to remove both rods to get the crosslink out. Add'l rods and crosslink were implanted with no further complications. No pt complications were reported.

Manufacturer narrative:
The device has been returned to medtronic for eval. Visual examination of the returned parts confirmed the setscrew sheared off at the tip instead of the break off secton. The broken off portion was not returned with the part for eval, therefore, the dimensions of the internal revision feature are unable to be evaluated. A review of the device history records found no documentation to indicate a non-conformance to specification.